Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in reported clinical observation.

Event description:
Boston scientific received information that one day post implant of a left ventricular assist device (lvad), this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated with a programmer as telemetry could not be established. It was reported that during the implant of the lvad, the patient required a 200 joule external shock to convert a rhythm. The patient was pacemaker dependent and was receiving pacing from a temporary pacemaker. During troubleshooting, the device did not emit beeping tones with magnet placement. Additionally, the temporary pacemaker was turned down and no pacing was observed from the device. Ts discussed the possibility of the device being affected by the external shock and discussed replacing the device. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted and replaced three weeks later. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Additional laboratory analysis was performed and noted that the observed high current observed on the integrated circuit (ic) was the result of electrical overstress damage that was induced by the high energy rescue shock that was used on the patient.